Event description:
The event is reported as: the circuit will not pass the ventilator leak test. No pt injury reported.

Manufacturer narrative:
Eval: method: device history record (DHR) review performed. Results: the DHR review showed that no similar issues were found during mfg or packaging processes of this lot. The visual exam revealed that the pressure port caps were cracked. The reported complaint was confirmed. The root cause is listed as 'incorrect material(s) used'. Conclusion: CAPA (B)(4) has been opened to address the issue with the pressure port caps.